Manufacturer narrative:
The returned sample was inspected at the manufacturing site. Visual inspection revealed that the lens was received cut in pieces. Further analysis of the lens was not possible due to the fact the lens was received in pieces. Additionally, the initial report indicated a non-approved amo cartridge was used for the procedure. Based on the manufacturing record review and historical review, no deviations were observed. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that during the implantation of an intraocular lens (iol) a scratched was noticed on the iol after it was in the patient's left eye. The incision was enlarged and the iol was removed and replaced with another iol. No vitrectomy was performed and no other surgical complications were noted. The patient is reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.